Event description:
Two prescription refills contained inaccurate number of pills. One was 20 pills short, the bottle containing 70 pills instead of 90 pills. The other was 38 pills short, containing 232 pills instead of 270 pills. Both were refills of long standing prescriptions and were filled for 90 days. I had picked them up the day before, after looking over the receipts, realizing that they were filled for 30 days instead of 90, and having them all corrected before taking them home. When and how was error discovered. I was pre filling my medication boxes and one prescription didn't look like it could be 90 pills. So I counted. When it was 20 pills short I decided to count the other prescriptions and found the one that was 38 pills short. Reporter's recommendations: the pharmacy should have immediately initiated double counting of all medications dispensed until the robot pilot program could be either fixed or eliminated. The pharmacist did not apologize. He said that his boss would be visiting soon and he would bring this to his attention. He also said that he feels the pilot program is ultimately intended to reduce his pharmacy tech hours. Is this an honest glitch in the robot programming? Or is it about the money saved by under dispensing drugs? (B)(4).